Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the broken keypad. Evaluation verified the reported symptom, utilizing a known good keypad, which functioned as intended, versus the keypad on the device, which some key functions did not work. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a broken keypad. There was no known patient injury or medical intervention associated with this event. No additional information is available.